Event description:
It was reported that the customer was hospitalized for low blood sugar. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. It was stated that the customer has been admitted to the hospital for low sugar on two occasions within the week prior to the call. It was mentioned that the customer started to run low last night after the infusion set was changed. The nurse also stated that the customer over delivered insulin while manual priming. However, the pump does not show any large manual prime or any additional prime in history.